Event description:
It was reported that during a da vinci s hysterectomy procedure, the case was converted to traditional open surgical technique due ot the pt's anatomy. The entire procedure was reported to be lengthy and complex due to the pt's anatomy and required multiple teams, multiple trays, and multiple surgical techniques consisting or robotic assisted laparoscopic and traditional open techniques. As a precautionary measure, the surgical staff performed a CT scan and an x-ray which revealed what appeared to be a small, curly wire in the pt's left pelvic area. The surgical staff then observed the pk dissecting forceps instrument to be broken, suggesting that a piece of the instrument may have fallen into the pt. An exploratory laparoscopic procedure was performed, however, the piece observed under x-ray could not be located. No add'l info has been provided.

Manufacturer narrative:
The instrument has not been returned for eval. The root cause of the customer reported failure mode cannot be determined. If the instrument is returned for eval, a follow-up MDR will be submitted.